Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. Neither the device nor medical records have been returned for evaluation, therefore, the investigation is inconclusive for obstruction of flow as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
It was reported that after a stent graft placement in a left upper arm fistula, the stent graft allegedly occluded. It was further reported that the patient was hospitalized and an additional declot procedure was required to restore patency. The patient is reportedly stable.